Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had broken cubie pocket and failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.1 pocket c5 on the main station was not functioned and could not be recovered. The field service engineer (fse) replaced the snapped retractor band, which had started cutting into the cable. After the component was replaced, hardware and user application tests were performed successfully. The customer confirmed that the drawer operated smoothly, with full access to all pockets and recovered storage space without any malfunctions. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had broken cubie pocket and failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.